Manufacturer narrative:
Event date was added. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2009, product type catheter.

Event description:
Information was received from a health care professional via a company representative regarding a patient who was receiving gablofen (concentration 2000 mcg/ml, dose 300 mcg/day) via an implantable pump for intractable spasticity and cerebral palsy. A catheter issue was reported; on an unknown date, the managing doctor did a sideport aspiration and there was no flow through the catheter. It was felt that the clinical effects had been minimal since the last pump replacement. The patient was clinically more tight than the managing doctor felt he should be when pump is delivering 300 mcg/day of the drug. No withdrawal symptoms were noted. There were no applicable factors that may have led or contributed to the issue. The managing doctor sent the patient to a surgeon for possible catheter revision. Surgical intervention did not occur, it was unknown as to whether it was planned. At the time of this report, the issue was not resolved, patient status was ¿alive ¿ no injury.¿